Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2020. Approximately 2 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 27 mar 2023. Diagnosis: failed right total knee arthroplasty secondary to early polyethylene wear. "He had synovitis with evidence of polyethylene debris in the gutters. I debrided some of the synovial tissue and sent this for culture. I cleared off the scar tissue from around the patellar button. I therefore decided to exchange it. I used a thin saw blade to remove the patellar button with no extra bone loss. I used a 2.5 mm drill bit and a small curette to remove the polyethylene pegs. The knee was flexed up. The previous tibial insert was removed using a 1/2-inch osteotome. On gross inspection, there was no obvious signs of wear. I started with removal of the femoral component. I used an offset osteotome and a 1/4-inch curved osteotome to work around the edges of the implant. I was able to disimpact the femoral component, which became delaminated from the cement mantle. The remaining cement from the distal femur was removed using a 1/4-inch osteotome and a rongeur. I opened the femoral canal and sent a sample of the bone and soft tissue for culture. I then exposed the tibia. I used an offset osteotome, a 1/4-inch curved and a 1/2-inch curved osteotome in order to break up the cement mantle. I was then able to disimpact the tibial component with minimal bone loss. I used a curved osteotome and a pituitary rongeur to remove the remaining cement from the proximal tibia." The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
D10: concomitants: 4880918 02-020-11-0345 - truliant ps cem fem ps cem right sz 4.5. 6434959 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t. 6516665 200-07-32 - advanced patella 32mm 3 peg implant. Pending investigation.